Event description:
It was reported that during t2 recon nail surgery, the tip of k-wire broke inside the femoral bone. The surgeon removed the tip of k-wire from the pt. The surgeon tried to drill for the lag screw using the solid drill. The surgeon inserted the lag screw. However, the lag screw was contacting the nail. The surgeon tried to remove the lag screw. Small fragments of the thread of the lag screw were left inside the pt bone. The surgeon could not remove them. The surgeon had to remove the whole recon nail and he changed the nail to t2 femoral nail and procedure was complete.

Manufacturer narrative:
Same event as MDR 9610622-2008-00086. Additional info has been requested, and if received will be provided on a supplemental report.